Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported in-stent restenosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
A 61 year old, female patient. The patient had repeated palpitations and chest tightness for half a year and recurred for 10 days. On (B)(6) 2023, a 2.5×14mm drug-eluting coronary artery stent system was implanted in our hospital after coronary angiography. After treatment, she was discharged. The patient now has chest pain and was admitted to the hospital for re-examination on (B)(6) 2024. The angiography showed stenosis in the stent and was given drug-eluting balloon dilatation. However, this event was reported to biosensors (manufacturer) only on july 12, 2024.